Manufacturer narrative:
Report that co received indicated that 70 year old female pt was admitted to emergency room with diagnosis of complete heart block and mi. Pt was stabilized with drips and temporary pacer. Right subclavian puncture was made for insertion of csi prior to transport of pt to cath lab for permanent pacemaker. Csi was introduced without difficulty. Guidewire and dilator were withdrawn and good flow was observed. During attempts to suture the csi in place, the hub 'popped off', as the suture was by the physician looped around the hub. Finger pressure at the site was used until hemostat was obtained from the suture kit. Proximal end of cannula was grabbed with hemostat and cannula crumbled. Another attempt was made with the hemostat and the unit further fractured. Distal portion of cannula then "floated" away and loged within pulmonary artery. Pt was sent to cath lab where permanent pacer was implanted, and she was then transferred to o.r. For CABG, at which time cannula fragment was retrieved. Pt's condition was reported as satisfactory with no report of other injuries or complications. According to our conversation with dr., he was unaware of storage requirements for these devices until after event. Physician reported that he and another physician opened second csi from cart and observed cracking, but not crumbling when it was flexed. They then read storage instructions and noted need for cool, dry and dark environment.

Event description:
Event or problem: tip fractured.